Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the cable expired. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the cable expired. The device was in use at the time of the event, however, there was reportedly no patient harm. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the cable. The cable was older than 3 years, therefore there was no technical issues. The customer ordered the cable to resolve the issue. The device remains at the customer site and no further action is warranted at this time. H3 other text : remote support provided.